Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion after implant of the leadless implantable pulse generator (ipg) device. Pericardiocentesis was performed. The device remains in use. No further patient complications have been reported as a result of this event.